Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a shorted t3 thermistor. The device was evaluated upon receipt. Repeated alarm 76s noted in decontamination due to a shorted t3 thermistor. Replaced manifold harness and pressure transducer. Erratic flow in by-pass. A 2000-hour pm was completed on the device. Replaced flow meter. Cleaned condenser coil, tank, and level sensor. As part of the pm, serviced the mixing and circulation pumps, replaced the heater, manifold o-rings, and drain valves. Preventively replaced tank tubing and coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device booted to an alarm 76(non-recoverable system error inlet water temperature sensor out of range ¿ low resistance). Discussed this was indicative of a failed t3 thermistor and would require a manifold harness replacement. Stated they would like to send it into the depot for this repair and also have the 2000-hour service done at the same time. Stated they would provide a quote for the service and loaner. Per follow up information received on 04nov2024, it was reported that the sample received. No patient involved at the time of the malfunction. Per sample evaluation results on 18nov2024, it was reported that there was erratic flow in by-pass.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device booted to an alarm 76(non-recoverable system error inlet water temperature sensor out of range ¿ low resistance). Discussed this was indicative of a failed t3 thermistor and would require a manifold harness replacement. Stated they would like to send it into the depot for this repair and also have the 2000-hour service done at the same time. Stated they would provide a quote for the service and loaner.